Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 173 mg/dl. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.